Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2016 stating that bg level had returned to normal. The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not realize that they were connected at the infusion set site and went through fill tubing twice while connected. As a result, the customer delivered 15 units of unintended insulin. At the time of the call, the customer's blood glucose (bg) level was 119 mg/dl. The customer was guided through the proper load process. A follow up call to the customer thirty minutes later, revealed that the customer's bg level had lowered to 54 mg/dl. The customer drank juice to address bg level.

Manufacturer narrative:
.